Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during installation of video system center together with the ibox, no images could be triggered to the ibox via the endoscope; however, the manual triggering via the ibox worked. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. During inspection, the problem was resolved after activation in the menu. The photo was triggered and saved in the ibox and on the printer again. Therefore, it was most likely that an image could not be displayed due to unintentional and incorrect settings. However, based on the information obtained from the investigation results, a root cause and occurrence cause could not be identified. Olympus will continue to monitor the field performance of this device.